Manufacturer narrative:
Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that while loading a 13.2mm vticm5_13.2; -10.5/3.0/91 (sphere/cylinder/axis) implantable collamer lens into the injector; the lens had tore. This occurred on (B)(6) 2022. A back up lens was implanted on this same date and the problem was resolved. The cause of the event was reported as unknown.